Event description:
During the routine follow-up of the device involved in this report, in temporary programming mode, unexpected pacing was observed.

Manufacturer narrative:
January 18, 2010 - this event concerns a device that was manufactured and used outside the united states. Review of the recorded episode printout. Results and conclusions: no file was provided, therefore, no conclusion could be drawn. Most probably, the event resulted from normal safer pacing mode operations. (B)(4). Conclusion - assuming some parameters settings that were not provided to us for analysis, and based on available information, the ICD performed as specified and as intended. This ICD can remain implanted without further action.